Manufacturer narrative:
Model number/catalog number: sc-2316-50; serial number: (B)(4); batch/lot number: 19079598/19069486; model/catalog description: infinion 16 lead kit 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not getting the stimulation on the left side where needed. The patient underwent a revision procedure wherein the leads were replaced per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively.